Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after the cartridge was filled with 450 units. Also, it was reported that the customer's fill estimate was inaccurate. Reportedly, the customer used cold insulin and does not measure the insulin in the syringe. It was noted that the customer would fill a cartridge with a full 300 units vial then load "half a vial" into the cartridge. The customer's blood glucose level was not impacted. The customer loaded a new cartridge.